Manufacturer narrative:
(B)(4) date sent: 5/14/2026 d4: batch # unk e1: unk reporter. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device ecs29a lot number x9516c and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the total number of malfunctioning devices? Please provide device details (product code/lot#/batch#) please provide more details about the device quality issue for each device could you please clarify if there were any patient consequences? Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a stoma closure, restoration of rectal continuity. According to the surgeon, the first stapler fired through half of the anastomosis, with the staple rings being intact and undamaged, and no open staples remaining in the patient. It was decided to use a second stapler; the stapled area was excised, and in accordance with the instructions, the device was introduced, the anvil was positioned, mandatory pre-compression was performed, followed by firing. The second stapler fired through three-quarters of the anastomosis. The remaining defect of the anastomosis was closed with hand-sewn sutures.